Event description:
Additional information received indicated that the patient's issue was still not resolved even after going to a healthcare facility to get the device worked on. It was noted that the cause of the loss of stimulation was that the battery just quit working, and would not take a charge. The patient mentioned that it may be the "handheld device," but was unsure.

Event description:
The patient reported a sudden loss of stimulation their back. The patient programmer indicated that the stimulation was on. The patient was to meet with their doctor to follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.